Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021 initial report was submitted with the incorrect awareness date. The correct awareness date should be (B)(6) 2021.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device had a problem at the 8th firing. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.